Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the unit did not generate an audible alarm. There was no patient involvement.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. The root cause was isolated to a defective piezoelectric transducer in the interface board. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the unit did not generate an audible alarm. There was no patient involvement.